Event description:
It was reported that the device failed quality inspection. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found(except for the wrong cable used), this will be documented as a malfunction that occurred at the time of the reported event. The device remains at the customer site and no further evaluation is warranted at this time.